Event description:
It was reported that continuous glucose monitor displayed error message and that customer experienced time setting issue after pump reset. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed that error message did not appear again, and successfully started new sensor session, with no additional information received regarding outcome of time setting issue.